Event description:
No pt injury as it was not on a pt. The unit would not deliver any volume when set to 21 percent and appeared to be autocycling. The air gas module was replaced and corrected the problem. Unit is back in service operating within specification. The bad gas module was discarded.